Event description:
It was reported that an unspecified number of bd vacutainer® serum blood collection tubes experienced red cell rings which were noted during use. The following information was provided by the initial reporter: red cell rings and fibrin filaments appeared in the wall of the blood collection vessel after centrifugation and extraction of the cover.

Manufacturer narrative:
The event description, medical device brand name, common device name, medical device type, device manufacturer, device expiration date, device manufacture date, unique identifier number, PMA/510(k)#, and device manufacture date have been updated. The following information has been updated: describe event or problem: it was reported that an unspecified number of bd vacutainer® serum blood collection tubes experienced red cell rings which were noted during use. The following information was provided by the initial reporter: red cell rings and fibrin filaments appeared in the wall of the blood collection vessel after centrifugation and extraction of the cover. Medical device brand name: bd vacutainer® serum blood collection tubes, common device name: blood specimen collection device, medical device type: jka, medical device catalog #: 367812, medical device lot #: 8340749, medical device manufacturer: becton, dickinson & co., (bd), medical device expiration date: 2020-04-30, unique identifier (UDI) #: (B)(4), manufacturing location: becton, dickinson & co., (bd) and PMA/510(k)#: bk050036. Device manufacture date: 2018-12-06.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for red cell ring with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for red cell ring with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined involving manufacturing. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified number of bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m experienced red cell rings which were noted during use. The following information was provided by the initial reporter: red cell rings and fibrin filaments appeared in the wall of the blood collection vessel after centrifugation and extraction of the cover.